Manufacturer narrative:
Per internal review on 30-oct-2024, it was determined that the h6 medical device problem code should be updated. Instead of failure to advance (a150204), the code "difficult to advance" (a150205) was applied and determined to be more applicable to this case. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-nov-2024, the product investigation was completed. D4 primary UDI number has been updated to (B)(4). It was reported that a patient underwent an atrial fibrillation - paroxysmal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the dilator of the vizigo sheath would not advance across the septum. There were no alterations to the shaft surface. The soft tip was not buckled or wrinkled. The sheath was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. A dimensional test was performed on the outer diameters of the shaft sheath, and the results were found within specifications. A microscopic inspection of the tip was performed and no damage was found. A device history record evaluation was performed for the finished device number (B)(4) and no internal action was found during the review. The resistance reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the dilator of the vizigo sheath would not advance across the septum. There were no alterations to the shaft surface. The soft tip was not buckled or wrinkled. The sheath was replaced and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is (B)(6), therefore g1 manufacturing site details have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product analysis lab received the device for evaluation on 13-jun-2024. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).